Event description:
In early 2008, the pt reported that she received a "bad box" of infusion sets. She stated that 4 of the infusion sets leaked at the connection to the headset. No physiological effects were reported. The pt did not retain the alleged infusion sets and she stated that she no longer has the box they were packaged in. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Replacement infusion sets were sent to the pt. No product will be returned for eval.

Manufacturer narrative:
No product will be returned for eval.